Event description:
The colleague pump was returned to baxter for service on a damaged pump head module (phm) keypad. During testing, the baxter tech reported that the stop button on the phm keypad was inoperable. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: the condition of colleague pump in which the stop key on the phm keypad was inoperable was confirmed and duplicated during product eval. The assignable cause was not identified in the eval; however, the phm keypad was replaced to fix the reported condition. The pump was tested per procedure and returned to the facility within specification. This issue is currently being investigated.